Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 798656, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7109057, UDI: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) system explant procedure due to infection. The patient presented at the emergency room (ER) complaining of pain and being discharged from the previous incision site. The physician noted possible procedure related. The patient was administered zosyn antibiotic. The explanted device components were discarded.